Event description:
On (B)(6) 2023, the patient underwent endometrial ablation with mara water vapor ablation system and was discharged home that same day. On (B)(6) 2023, she presented to the emergency department with complaints of severe abdominal pain. A CT scan showed pneumoperitoneum. She returned to the operating room at which time it was noted she had what appeared to be a thermal injury to her uterus and intestines. She underwent total hysterectomy, bilateral salpingectomy, ileocecectomy with primary anastomosis.